Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, a (B)(6) year-old male child patient faced symptoms/issue noticed within 3 hours of insertion and the infusion had been used for 1-3 hours. On the next day ( (B)(6) 2021), the patient again faced a kinked cannula, which was not discovered until more than three hours had passed. Therefore, the patient experienced high blood glucose level and was vomiting which they tried to treat with daily injections and lots of water. The patient's highest blood glucose level was 700 mg/dl and had high ketone levels which his healthcare professional assessed as dangerous/life threatening. Moreover, the infusion had been used for one and half days before they noticed the issue. This issue occurred with three infusion sets. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.